Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. A review of the sterile certificate and the final endotoxin test report was performed. The lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left ankle was revised approximately 10 months post op. Patient presented with infection. Tibial insert was replaced, tibial plate and talar component were retained. The tibial component for the right prothesis had lost fixation from surrounding bone, most likely due to infection. Liner was exchanged for left ankle and everything was removed from right ankle. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitant devices: (B)(6). 350-01-02e - talus - left - sz 2 - EU (B)(6). 350-31-04 - tibial plate mb sz 4 lt h3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.